Event description:
Pt reported receiving an 04 (occlusion) alarm while bolusing. She disconnected from the infusion set tubing and attempted to prime insulin into the air, but the alarm recurred. Pt stated she experienced elevated blood glucose of 535 mg/dl. She indicated she felt symptoms of feeling hot, heart pumping fast, cotton mouth, and thirsty. Pt reported injecting 30 units of insulin to address the issue. A f/u call on 11/2/06, pt stated that the infusion device functioned properly and her blood glucose level ranged from 97-134 mg/dl. Pt believed occlusion issues were caused by the infusion set and site management issues. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for eval.

Manufacturer narrative:
H6: no product will be returned for eval.